Manufacturer narrative:
No patient information was provided in regards to ethnicity, and race. No information was provided in regards to the catalog number and serial number, therefore device manufacturing date could not be determined. Follow up attempts were made to contact the office to find out the status of the patient on (B)(6) 2018, (B)(6) 2018, however there was no response. The product has been identified as a potential affected product in an ongoing class ii recall; therefore no further evaluation is necessary.

Event description:
An alleged incident was reported that a patients lip was burned by buchanan heat plugger. It was reported that the patients lip was tender with some swelling and the patient was going to return on (B)(6) 2018 to the office.